Event description:
Event description guidant received information that the patient with this implantable cardiac resynchronization therapy-defibrillator (crt-d) and lead system (guidant transvenous defibrillation and coronary sinus leads) was hospitalized for end-stage heart failure with an electrolyte imbalance. The patient experienced several episodes of spontaneous ventricular fibrillation (vf). Review of electrograms revealed some undersensing of fine vf; the rhythm was inappropriately detected and treated as ventricular tachycardia (vt). The patient was externally rescued twice.